Manufacturer narrative:
The reported event of noise reversion was confirmed. There is no evidence in the available data to directly tie the single noise reversion event logged by the leadless pacemaker to the patient feeling ill. Based on the information provided, the device was performing as expected in the presence of one episode of noise. The root cause of the noise was not established.

Event description:
It was reported that the patient presented to the hospital due to cardiac arrest. Upon review of the pacemaker, it was observed that the arrest occurred soon after a logged noise reversion episode. There is no allegation that the device caused or contributed to the cardiac arrest. The patient was in stable condition in the intensive care unit on a ventilator.